Manufacturer narrative:
Explant date: not applicable; iol remains implanted. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that upon delivery in the eye, the trailing haptic of the tecnis itec preloaded 1-piece intraocular lens (iol) was stuck underneath the optic. The surgeon had to use a hook inside the eye to separate the haptic from the optic and position the lens in the appropriate place. In some cases this has led the lens to tilt in the capsular bag which then requires manual repositioning. This requires the surgeon to perform an extra step. The procedure was completed successfully and there was no patient injury.

Manufacturer narrative:
The manufacturing record review was performed. All process operations documented in the manufacturing record were in compliance with manufacturing instructions and specifications. All tests results showed a pass disposition. No non-conformance report (ncr) related to the complaint type was generated during the manufacturing process of this lot. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.